Event description:
It was reported by customer that when the nurse was attempting to flush the line after access, the saline sprayed out from around the needle and splashed the patient in the face. According to the product concern, it appears that the yellow covering was defective and/or fractured. Additional information received 18 september 2023: unfortunately, the product was discarded. We have not had any further issues.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.